Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead detected low level of noise on rv sense amp channel. The noise was oversensed. It then inhibited pacing causing the device to deliver inappropriate hv therapy for vf. The physician thought that the noise was produced because of a loose setscrew. The setscrew was readjusted and no noise has been seen. It was later reported that the lead was capped and the ICD was explanted due to intermittent noise.